Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2024. During a routine 45-day follow-up examination, transesophageal echocardiogram (tee) revealed a thrombus on the face of the closure device. It was noted that the patient was admitted to the hospital for gastrointestinal bleeding (gib) on (B)(6) 2024 and discharged on (B)(6) 2024. The oral anticoagulation medication was discontinued upon admission on (B)(6) 2024 and was not re-started after he was discharged on (B)(6) 2024. There were no patient complications reported.